Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age of the patients represented in the article is male/36 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿safety and efficacy of cryoablation without the use of fluoroscopy.¿ cardiology journal. 2018, vol. 25, no. 3, 327¿332. Doi: 10.5603/cj.a2017.0065. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cardiac cryoablation catheter: there was one (1) patient with right bundle branch block (rbbb) as a result of the ablation procedure. There is no indication of treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.